Event description:
It was reported that a dexcom g7 continued to display glucose readings in the dexcom app while the ilet lost connection, and the ilet cgm menu displayed ¿start sensor,¿ consistent with a communication or pairing failure between the cgm and the ilet; the user re-entered the sensor code and planned an ilet restart after 30 minutes. Symptoms included no reported adverse physiological effects. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education focused on re-entering the g7 code and restarting the ilet to restore communication. Investigation of this case revealed a likely g7-to-ilet pairing failure with no evidence of a sensor malfunction. It was concluded that the event involved loss of cgm-to-pump communication without patient harm and that device replacement was not indicated based on available information.